Event description:
It was reported that at a refill on (B)(6) 2013 a volume discrepancy was noted. The actual residual volume (arv), 11 ml was greater than the expected residual volume (erv) 2.9 ml. The previous refill was uneventful. The patient experienced an increase in pain for the past one to two months. Troubleshooting was being considered. The pump was delivering morphine. Additional information reported the erv was a little over 2ml and the arv was 10ml. There was a confirmed motor stall and motor stall recovery recorded in the event logs. The pump logs were checked and revealed about eight to ten motor stalls and motor stall recovery logs dating back to (B)(6) 2013. It was not believed there was any emi or magnetic interaction with the pump. The patient had experienced more pain since the stalls occurred. A computerized tomography (CT) scan of the patient¿s back was performed to rule out any cause and results were negative. An alarm test was planned. Additional information reported the patient experienced increased back pain. According to the physician there were discrepancies in the reservoir volume on refill. The physician refilled the pump and monitored. The logs were read and indicate there have been several, approximately four, motor stalls beginning back on (B)(6) 2013. The motor stalls occurred at various times during the day with no pattern. The pump had a motor stall that recovered after more than two hours. The physician requested the pump be replaced. The pump was replaced. The patient status was indicated as alive; no injury.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft bearing.